Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised because of pain. An I&d was performed, but there are no signs of infection.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
From a medical perspective, based on the information available, it is unlikely the complaint is product related. The patients¿ symptoms did not occur for a number of years after the primary insertion of components. It is unknown if the patient had any procedures that would have necessitated the use of prophylactic antibiotics. The reports of pain began only a few days prior to revision. Infection is multifactorial in nature and careful consideration must be given in the preoperative, intraoperative and postoperative periods. The patient is also noted to be obese. IFU¿s state that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for fixation and the resultant need to substantially reduce or eliminate any of the above conditions. (Obesity or excess weight). Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.